Manufacturer narrative:
Investigation discovered that the device was exposed to blood and other liquid contaminant, including a cleaning chemical more abrasive that advised, suggesting wear and tear of the device was accelerated by use of an abrasive chemical. Following repair, the unit operates as expected.

Event description:
User reported roller pump bobbins are stripped and unable to lock the tubing in place. The event was discovered during set-up and there was no patient harm.